Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the evaluation results.

Event description:
The complaint was reported as: the customer alleges that the nebulizer does not nebulizer properly and the tubing is popping off the nebulizer and sometimes popping off the wall. No report of a pt injury.